Event description:
It was reported that the battery has a running time of one (1) hour after charging for four (4) hours. The battery was checked after charging on different charger ports with the same results. The facility removed the battery from service and provided the patient with a replacement device. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery ((B)(4)) was returned to heartware for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The battery noted in this investigation was manufactured prior to supplemental screening procedures added to the device's release process. Analysis of the battery revealed that the device failed to meet specifications. Testing confirmed the reported event which indicated that the battery pack firmware rendered the battery inoperable as well as a cell pair that was unable to store a charge and evidence that it had also swollen. The most likely cause of these malfunctions is a faulty internal cell pair compromising the device's performance. Based on the analysis and investigations performed, the most likely root cause of the event is a faulty cell pair; this malfunction originated due to multifactorial supplier quality manufacturing issues wherein the battery electrodes and cell pairs were poorly fabricated. An internal investigation has been opened by the manufacturer. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: (B)(4)). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Battery received (B)(4) 2013.